Event description:
The microcatheter was found to be bent near the hub of the catheter during prep. There was contact or harm to the patient. The catheter was removed and replaced. Manufacturer response for microcatheter, microcatheter (per site reporter), mfg notified by site.